Event description:
Issue when manually ordering pt samples on the architect 12000sr. An order was entered for a pt and was displayed in the pending orders with a different pt name. When the doctor was placed again, an error message was generated indicating the sample ID was previously assigned to pt ID.